Manufacturer narrative:
The ventilator evita v300 consists of the cockpit c300 (=ventilation monitor and input terminal) and the ventilation box v300. The analysis of the log file shows that only the cockpit infinity c300 had performed a restart on the reported date of event, while ventilation of the v300 was continued. The cockpit restart was triggered by the ¿watchdog¿ of the device, as an internal voltage drop was recognized. The concerned cockpit infinity c300 was returned to the manufacturer for root cause analysis. Hardware investigation revealed that an electrical connector located on pcb ¿service board¿ was faulty. This caused the temporary drop of operating voltage, which resulted in the restart. While the cockpit performs a restart, which needs about 45 seconds, the ventilation is continued by the v300 ventilator. The user is advised of the cockpit restart by visual and audible alarm. Ongoing ventilation is shown by the oled display, which shows relevant ventilation parameters as fio2, minute volume and airway pressure. The investigation revealed that during a cockpit restart ventilation continued. The event had no consequence for the patient. Replacement of the pcb ¿service board¿ has already fixed the problem.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device rebooted unexpectedly while in use. No injury reported.